Manufacturer narrative:
The sc1-cap and reservoir does not lock properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked keypad overlay, missing o-ring, broken reservoir tube lip and detached retainer (missing). In summary, the customer alleged a cracked keypad overlay confirmed. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the reservoir ring coming off during a reservoir change. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed, and the customer reported damage to the retainer ring and reservoir tube side. The customer also reported that the functionality was affected. Advised the customer that the serialized device would need to be replaced, to discontinue pump use and revert to a back-up plan per the health care professional¿s instruction, and to put the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer responded that the device would be returned.